Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, black blade fell off when surgeon came close to the uterine manipulator. Another like device was used to complete the procedure. There was a 10 minute delay. There were no adverse consequences for the patient reported.